Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured between the shaft and the connector. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one ultraverse 035 device was returned for evaluation. A kink was noted to the proximal end of the catheter shaft. Material damage was noted to the catheter shaft, proximal to the balloon. Due to the condition of the sample, functional testing was not performed. Therefore the investigation is unconfirmed for the reported break as no breaks were noted. Instead the investigation is confirmed for the identified material deformation as deformations were noted to the catheter shaft. A definitive root cause for the alleged break and identified material deformation could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 09/2025), g3, h6 (device) h11: h6 (method, result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 09/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured between the shaft and the connector. There was no reported patient injury.